Event description:
It was reported to philips that the joint that held the c-arm was malfunctioning, which can impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.